Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Hmsc reported shock impedance >150 ohm on (B)(6) 2026. Prior to sudden rise, shock impedance had been steadily increasing. All other lead trends appear unremarkable. No noise evident on recordings. Advised further lead evaluation. Lead currently remains implanted. Should additional information be received this file will be updated.